Manufacturer narrative:
The device used in the incident was discarded. The view window to the control valve is considered a potentially critical bond area where ventilator air can escape. If the end user is not aware of the breach and the ventilator alarm does not sound, then serious issue can occur. However, without the device we cannot confirm that this is the result of the evaluation to be conducted.

Event description:
A report was received through our distributor that the view window came off from the control valve during the suction procedure after the user set up the trach care on a pt. There was no pt injury or medical intervention. Kimberly-clark / ballard medical has no independent knowledge of the event reported but is relaying the info that was provided by the distributor for the user facility where the incident occurred. This product incident is documented in the kimberly clark complaint database.